Event description:
The fe reported the x-ray on switch was sticking in the on position intermittently. This occurred outside of any pt involvement. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray switch was replaced. The system was then found to be operating as intended.